Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 100mg/dl. The caller stated that his insulin pump alarmed. Advised the caller to revert to back up plan until the replacement of the device arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.